Event description:
A physician reported a pt who was treated by another physician in the nasolabial folds and chin (date unknown). In 1996, exact date unknown, the pt developed inflammatory swelling at the treatment sites. A mild topical corticoid was prescribed. On 24 july 1997, follow up info revealed that the physician injected intralesional triamcinolone into the treatment areas with very good results. The symptoms resolved in 6/1997. The physician considered the symptoms product related.